Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (81mg/dl). Customer believes that she over bolused. The customer reported that she was taking medication.